Manufacturer narrative:
(B)(4): evaluation: results - (other): visual inspection of the returned product showed both haptics were torn off and a piece of the optic was missing. (B)(4).

Event description:
It was reported the haptic of a cq2015a three piece collamer lens was broken during loading, but it was not discovered until after the surgeon inserted the lens. The lens was removed and another same model lens was implanted without any patient injury.